Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and current blood glucose level was 275 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated bolus. Customer alleges insulin pump was under delivering. Customer was assisted with performing the high pressure test and the test results was passed. Customer was using auto mode. Customer wishes to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer troubleshoot performed. The insulin pump will not be returned for analysis.